Manufacturer narrative:
The customer reported the AED will not power on; not sure if it is defective or need to just get a new battery. The maintenance schedule is reported as monthly; the battery's expiration date is september 2025. Troubleshooting with the customer: a new battery pack was inserted, and the AED displayed service code warning for 'error code'. The customer performed a manual self-test and cleared the service code warning, the asi is flashing green, the battery self-test is ok. Requested the customer to download the log history file and send it to manufacturer for evaluation. No additional information is available at this time to further investigate the event. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the AED will not power on; not sure if it is defective or need to just get a new battery. The battery's expiration date is september 2025. The reported event did not occur during patient use.